Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine 1 mg/ml at 0.1 mg/ml via an implantable pump. It was reported that no symptoms were reported by the patient. No environmental/external/patient factors may have led or contributed to the issue. Troubleshooting/diagnostics included trying to aspirate the catheter in the procedure. The hcp was replacing her pump for a new one with a routine elective replacement indicator (eri). After the catheter did not aspirate in surgery, the hcp replaced it with a new one. The hcp abandoned the current catheter and cut it and tied it off. The new catheter was working perfect at the end of the surgery. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.